Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters and the broken main bearing to repair the bed.